Manufacturer narrative:
The covidien customer support engineering (cse) inspected the device and verified the malfunction. The cse then replaced the graphic user interface (gui) printed circuit board (pcb). The cse then performed all calibrations and the performance verification tests. All tests passed. (B)(4).

Event description:
Covidien received info, that during pt use, a sys error occurred and there was no ventilation. There was no report of pt harm or injury.